Event description:
Complainant indicated that while attempting to defibrillate a pt (age & gender unk) the device displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.